Event description:
Customer's mother reported hospitalization due to diabetes ketoacidosis and high blood glucose readings of over 400 mg/dl. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. Attempts were made to get further information, however were not successful. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.